Manufacturer narrative:
Details of complaint: the customer reported that this bedside monitor (bsm) was not staying powered on. The issue was discovered during set up. The customer attempted to change the rechargeable batteries with known working ones; however, the issue remained. The unit operates normally while docked and it shuts down immediately when used as standalone. The unit was not in patient use at the time. Investigation summary: the returned device was evaluated and the reported issue was confirmed. The root cause is the power board.

Event description:
The customer reported that this bedside monitor (bsm) was not staying powered on. The unit was not in patient use at the time.